Manufacturer narrative:
Date of event: exact date unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 21.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2018 and explanted on (B)(6) 2019 due to complaint of decrease in visual acuity. No medical intervention was required. A non- johnson & johnson surgical vision lens was implanted as the replacement lens. Patient outcome was reported as doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 02/06/2019. Device evaluation: the lens returned cut into the specimen container. Visual inspection using magnification was performed. Thee condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal or explant process. The reported issue could not be verified on the return. Lens returned cut as part of the explant process. No further evaluation such as lens measurements to verify potential refractive outcome could be performed. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.